Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device caused sparking.

Event description:
It was reported that the device caused sparking.

Manufacturer narrative:
Alleged failure: sparking. Probable root cause: probe short, button stuck on firing position, fluid ingress, suction tube cut, button inadvertently pressed, damaged insulation, probe bender used to bend nonbendable probe, user accidentally submerges device, inadequate gluing operations (tip and core/lumen) or inadequate gluing/welding of core to handle console error: refer to rsk10684 for risk outputs associated with rf energy to probe for the serfas energy console. Refer to rsk10642 for risk outputs associated with rf signal to handpiece for crossfire and crossfire ii consoles use error. The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence.